Event description:
It was reported that the patient's implantable neurostimulator (ins) was "migrating to the surface" and "coming through the skin." It was stated that the patient felt tightness over the pocket site. It was noted that the patient stated that the tightness stated about 4 years prior to this report. It was added that the patient felt a "twisting feeling" in her ins pocket site and got a "jolt." It was noted that after this, the patient "turned it off and left it off." It was stated that since that time, the ins migration had gotten worse gradually and had gotten "visually worse in the last 4 months" and within the last 2 months "you can see the entire stimulation and wires" through an "extremely thin" layer of skin on her left hip. It was noted that the patient had some redness and "bruising" around her pocket site. It was noted that the patient stated that the "wire is uncomfortable on the spinal cord" and is also "tugging" on her spinal cord. It was stated that the patient's "sciatics were going off." The patient also stated that her chiropractor found a "tumor" on her left hip 3 weeks prior to this report which "did not show up on an ultrasound" but "you can feel it." It was noted that the patient stated the "medtronic thing" is "causing problems to get a good picture of what is going on." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 377660, lot# v017176, implanted: (B)(6) 2007. Product type: lead: product ID 377660, lot# v018772, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
Additional information found it was reported the wire was ¿pulling on the spinal cord¿ that caused the patient to shake. It was additionally noted the patient had more pain because it was there and the patient had pain down her back because of the wires pulling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).